Manufacturer narrative:
(B)(4). Batch # r9570u. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch r9570u number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an inguinal hernia repair, the surgeon was clipping a small artery in the inguinal hernia. When he went to fire the clip applier, it wouldn¿t fire. It finally fired clips but then the clips would not stay. They had to open a second one which ended up working. There was no delay to the surgery. The surgery was completed successfully. There were no patient consequences.